Event description:
Allegedly, patient was revised due to mom complications such as: shedding of metal debris, tissue and bone loss, loosening of the acetabular cup, popping and grinding of the hip device.